Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection of the device, it was observed the red adaptor of the one-way valve was detached, confirming the customer complaint. Inflation test audited thirty two units to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the units tested. The most probable cause of issue was determined to be that the red check valve was received loose from supplier bespak, or that it disconnected after product left shm facility.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon connecting the pressure gauge to the cuff of a smiths medical smiths medical smiths medical portex® blue line ultra® tracheostomy tube, the cap of the one-way valve came off. There were no reported adverse patient effects.